Manufacturer narrative:
Investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a cracked connector was confirmed; however, the exact cause could not be determined from the photograph that was provided for investigation. The photo showed a luer hub from what appeared to be an extension set packaged with the statlock stabilization device. A non-vad injection cap was attached to the luer hub and a syringe was attached to the injection cap. What was consistent with blood residue was observed within the extension set tubing. The reflected lighting on the luer hub was consistent with a crack in the luer material. Due to the condition of the device, it appeared that the product was damaged during use; however the cause of the crack could not be determined. A review of the manufacturing records revealed no manufacturing related issues that would have caused or contributed to the reported event. A lot history review (lhr) of judsf524 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (judsf524) have been reported from the same facility.

Event description:
It was reported that the IV tubing cracked at the hub. No other information was provided.